Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case, the navigation system was inaccurate and there were poor quality images.

Event description:
It was reported that during a case, the navigation system was inaccurate and there were poor quality images.